Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient's sensor session stopped. The sensor was inserted into the abdomen on (B)(6)2017. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event that the sensor session stopped. A root cause could not be determined.